Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2017 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of implantable pulse generator (ipg), device check revealed a power on reset (por) and mode change occurred. The ipg settings were re-programmed and the device remains in use. No patient complications have been reported as a result of this event.